Manufacturer narrative:
The biomedical engineer reports that the screen has a small occasional flicker and the power supply smells. The power supply was replaced with a known working one; however, the flicker on the screen is still present. All patients are still being monitored with no distortion to the screen. Customer ordered a new display which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the screen has a small occasional flicker and the power supply smells.